Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a severely tortuous and severely calcified left internal mammary artery (svg) lesion, exhibiting 95% stenosis. The device was removed from it's packaging and inspected with no issues noted. Negative prep was performed successfully and the lesion was pre-dilated. It was reported that resistance was encountered when advancing the device and that no excessive force was used. It was reported that the stent was dislodged while coming back into the guidewire at the bend. The physician attributed the dislodgement to the acute bend in the catheter. The stent was caught in the distal edge of the guideliner within the guide and so the dislodged stent was removed with the rest of the device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.